Event description:
Exact date of event is unknown, occurred sometime during the week of (B) (6)-(B) (6) 2008. Exact device used could not be identified. Unconscious pt in ICU was given an over-infusion of vecuronium, dose and rate not known. Aprn had followed dosing instruction from an off-site physician, however in the course of their internal investigation the hospital determined that the dose was actually too high, and the over-infusion was not due to any device malfunction or user programming error. They concluded that they wanted to revise their dataset to make hard guardrail limits around this drug. It was reported that there was no impact on the pt as the pt was already on a ventilator.

Manufacturer narrative:
(B) (4). (B) (4). No device investigation will be done; serial number of actual device involved in pt incident is not known and cannot be determined. Customer has already determined this is a guardrails limit issue in their dataset and they do not want to have device evaluated. Cardinal health professional services is providing guardrails dataset revision assistance for customer via webcast training. This report was filed by the manufacturer.